Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure after 4 sulu's were loaded and fired properly a fifth solu was loaded. All proper cycling was observed by me, the covidien rep. All lights functioned as if the reload was ready to fire yet when the surgeon tried to hit the green fire button a solid blue light was observed with a blinking green light indicating an issue with the handle. We removed the battery, recycled the handle and sulu with the same result. We changed to another handle and put this above sn handle aside to send to cpd to get cleaned so I could pick it up and send it in for qa. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.